Event description:
The customer reported that the ring in the top right corner is not functioning correctly. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a service repair. Customer requesting a field service engineer (fse) be dispatched for repair. Further information is pending.

Manufacturer narrative:
The authorized service personnel (asp) replaced the front bezel with nav-ring with a new style front bezel without a nav-ring. The unit successfully passed the required test and was returned to service.